Event description:
It was reported that pump displayed malfunction code related to motor movement error, and no notable events occurred before malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance, and malfunction did not recur; customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged instructions.